Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a cause for the white foreign material could not established. However, the observed corrosion is likely traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material on the air and water cylinder and tube. Additionally, corrosion was observed on the connecting tube. There was no patient involvement.